Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 27 of the patient's mouth. Details of surgery: primary stability not achieved. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.